Event description:
B-5 drill bit broke and lodged in cranium. Medical device failure report from customer noted that the drill broke off in surgical site during a stealth guided craniotomy for tumor resection. On follow up, it was reported that the tool breakage was immediately noted and second tool was used to complete the procedure. The tool fragment could not be immediately located, and the surgeon decided to complete the procedure and locate the tool fragment prior to closure. Difficulty in locating the tool fragment resulted in a 45 minute to one hour delay in completion of surgery. X-ray equipment was brought in to assist and unplanned x-rays were required. Redraping of the surgical was required to accommodate location and retrieval of the tool fragment. The tool fragment was located prior to closure and removed with no pt impact.